Event description:
Information was received indicating that a smiths cadd-legacy plus pump caused under infusion. The pump was supposed to infuse 92ml but infused 89.2ml and the pump showed that there are still 33.2mls to be infused. The device showed accuracy test results that are 2%. It was also reported that the device had rear housing damage at ports. The issue occurred while in use with the patient, it's unknown if the patient received the remaining infusion but there was no reported injury or adverse events.